Event description:
A customer reported that after a pt had received peribulbar anesthesia, a system message displayed and locked the system. Following a surgical delay of 20 mins, a second system was brought in and used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).